Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital unresponsive after receiving appropriate high voltage therapy. Review of the merlin.net transmissions found that the implantable cardioverter defibrillator exhibited a diagnostics issue and mislabeled the ventricular fibrillation episodes as lead noise. The patient passed away on (B)(6) 2019, however, the physician did not make any allegations against the device.